Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. Every lot is verified that all required tests have been performed and all acceptance criteria are met prior to release. The wet returned sample was visually inspected and an extra infusion manifold was returned; no obvious defects were found on the returned product. Both infusion manifolds were tested with the returned posterior procedure pack on the console. A calibrated console representing the current software version was used to test the sample. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple set points throughout the console range and met specifications. Iop was stable during functional and performance testing. The iop stayed active during testing process. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. There was no infusion pressure anomalies observed during laboratory evaluation. No system message code was generated during testing. Fluid flowed from the bss bottle to the drain bag without any interfering. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Every lot is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information indicated that still has significant serous choroidal detachments with residual sub retinal fluid inferiorly; however, it is no longer in the fovea. Patient being observed, but if sub retinal fluid or choroidal is not resolving the patient will have to return to surgery. Patient was not hospitalized.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the infusion pressure stopped, fell, and subsequently led to a patient having a choroidal hemorrhage. Additional information was requested; however, none has been received to date.